Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure when the lead was initially sutured on, the lead tested well with the analyzer. However, once the lead was connected to the competitor device and the surgeon began to close the chest, threshold and impedance increased. The connection was checked at the device header to ensure the lead was properly seated. The lead was not implanted and a new lead of the same model was successfully implanted and used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).